Event description:
A third-party service provider contacted ventec to report that the device's lcd touchscreen was flickering (black) upon boot-up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.